Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during setup of peritoneal dialysis therapy. When opening the device door; the solution leaked all over the place and seemed to be coming out from a line in the blue organizer. The patient started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.